Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medfusion® 4000 wireless syringe infusion pump failed during epinephrine drip change. It was observed that the pump screen indicated "biomed check". The patient experienced hypotension due to the incident and a fluid bolus was administered. No permanent injury was reported. The event was considered resolved.